Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed under local anesthesia. Fiducial markers were placed transperineally. The patient was on his third week of radiation and had 25 fractions left to go when he started passing hydrogel per the rectum. A magnetic resonance imaging (MRI) scan was performed, that showed an infiltration of the hydrogel into the rectal wall. The patient's radiation treatment will wait nine months to be completed until the hydrogel dissolves.